Event description:
It was reported that the insulin pump was not functioning properly, and the customer was hospitalized with ketones and high blood glucose of 25mmol/l. It was stated that the customer was wearing the insulin pump at time of admission. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.